Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer lock was broken. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station 1 drawer damage. A field service engineer confirmed issue was resolved by customer. The customer confirmed that the issue was resolved and identified the root cause as a single faulty cubie that failed to eject; however, no specific resolution steps were provided. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer lock was broken. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.